Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown - calcaneal locking plate/unknown quantity/unknown lot. Unknown part number, UDI is unavailable. Part # is unknown, 510k is unknown. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article biz, c., barison, e., ruggieri, p., and iacobellis, c. (2016) radiographic and functional outcomes after displaced intra-articular calcaneal fractures: a comparative cohort study among the traditional open technique (orif) and percutaneous surgical procedures (ps). Journal of orthopaedic surgery and research, volume 11: 92. The purpose of this article was to investigate, evaluate, and compare the clinical and radiographic outcomes among open reduction and internal fixation (orif) and ps approaches for the treatment of displaced intra-articular calcaneal fractures sanders ii-IV. This retrospective study occurred between january 2006 and december 2013. The study include eighty-two (82) patients that where divided into three groups. The orif group included 19 patients (11 males, 8 females; average age 45.8 (+/- 12.5)). The ps screw group included 35 patients (24 males, 11 females; average age 51.4 (+/- 15.9)). The ps k-wire group included 33 patients (19 males, 14 females; average age 54.8 (+/- 16.7)). The mean follow-up was 77.0 (+/-30 months). This is report 1 of 2 for (b)(40. This report is for an unknown - calcaneal locking plate and refers to five (5) unknown patients who had wound dehiscence or necrosis in the orif group in which five (5) cases were resolved with daily medication, two (2) with surgical debridements and three (3) with free flap transplantation; and three (3) unknown patients who had deep infection in the orif group.